Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-9811 batch number 66959660 was received for investigation. Visual evaluation noted that the received device tip was detached. Functional testing was not conducted due to the damage to the instrument's ceramic face. The cause of the reported failure is attributed to the supplier process. Refer to ncr-20813 for details.

Event description:
Additional information was provided on 07/17/2023, where it was stated that this event occurred on 07/03/2023. The ablator did not come in contact with any other devices and was not in use for long. The case was completed using another ar-9811.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-9811 apollorfs tip was damaged. This occurred during a case, a new product was used to complete the case. There was no patient effect reported.